Manufacturer narrative:
An intuitive surgical, inc. Technical field specialist conducted additional investigation of the system on site and confirmed the re-occurring error message. The technical field specialist replaced the left master tool manipulator to resolve the system issue. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The part has not yet been received at intuitive surgical for failure analysis investigation. The root cause of the customer reported failure mode has not been determine. A follow-up MDR will be submitted when the part is returned and evaluated and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted colectomy surgical procedure, a recoverable fault continually popped up. The re-occurrence of the error led the surgeon to convert to a laparoscopic procedure. The reporter contacted intuitive surgical, inc. Technical support when the issue occurred. The patient was under anesthesia and ports had been placed.

Manufacturer narrative:
The master tool manipulator was returned to intuitive surgical, inc. And was analyzed. Failure analysis could not reproduce the error seen in the field, but was able to verify the error through the service logs. The master tool manipulator passed calibration and all functional tests without issue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.